Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. In addition, the event occurred in the patient post procedure and its cause was unknown. Citation: li qiang, et al. "Transarterial embolization of cavernous sinus dural arteriovenous fistulas with onyx" chin j cerehrovast· dis ,der.18,2010,vol. 7 no. 12. Mdrs related to this report: 2029214-2017-00586 2029214-2017-00587.

Event description:
Medtronic received information that one patient of bordpn ii type had intracranial hemorrhage 3. 5 years after partial embolization, no rebleeding and eye symptom were found after the second procedure during follow-up for 7 months. Eleven interventional therapeutic procedures were performed in the l 0 patients, 8 procedures achieved immediate complete embolization, and 3 were partially embolized, and one of them achieved complete embolization after the second procedure. Follow-up angiography showed complete occlusion in the 2 patients of partial embolization. A total of 14 feeding arteries were embolized, including 5 ascending pharyngeal arteries, 3 middle meningeal arteries, 5 accessory meningeal arteries, and 1 refluent meningeal artery arising from the ophthalmic artery. The mean time of injecting onyx was 32. 9 min ( I 0 - 63 min) , arnl the volume of injecting onyx was I . 8 ml ( 0. 8 - 3. I ml). The mean follow-up period was 27 ( 4 to 51 ) months. The symptoms of patents were all improved.